Event description:
It was reported that the customer had a damaged sensor. Customer's mother stated that they had an issue with the pump suspending on its own. Customer stated that they would program the bolus and it would start to delivery and then go into suspend. Customer's mother stated that she would just change everything out. Customer's mother stated that the issue has been going on since the beginning of the year. Customer's most recent blood glucose was 87 mg/dl. Customer has had complications associated with diabetes but not with the pump. Customer has had lows where the mother had to give her food, but she has never taken her to the hospital. Customer's mother stated that they had not received any alarms or errors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.